Event description:
Customer reported that they have been receiving a lot of motor error alarms on the insulin pump and are now receiving a button error alarm. Customer stated that the insulin pump was locked and the customer was unable to do anything. Customer mentioned that the insulin pump may have gotten a little wet while in the customer's pocket. Customer's blood glucose reading at the time of the call was 306 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.